Event description:
The affiliate stated the customer reported approximately thirty (30) milliliters of diluent and isoton leaked from the secondary aspiration probe and onto the bench while analyzing samples in auto mode involving the coulter lh 500 hematology analyzer. The customer also noted system error message, differential results outside limits, at the time of the event. The customer was wearing personal protective equipment (ppe) per laboratory requirements and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient impact associated with this event. The customer reviewed the material safety data sheets (msds) and indicated the facility has an exposure control management in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the needle aspirator tip was not rotating and solenoid lv17 was not functioning properly. The fse replaced solenoid lv17 and resolved the fluid leak issue. In addition, the fse observed pinch valve vl22 was sticking and replaced the actuator to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the fluid leak is attributed to solenoid lv17. A definitive cause of the faulty solenoid is unknown. (B)(4).